Event description:
A medtronic representative reported a site reference frame clamp with a stripped set screw. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Evaluation of suspect clamp finds: the adjustment screw is not stripped as reported. However, the retainer ring on the tip of the adjustment screw is stretched from over tightening resulting in a small amount of play in the movement of the clamp face. Otherwise, the clamp is in very good condition. A mechanical malfunction due to wear directly caused the event. A new clamp was sent to the site and resolved the issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been returned to manufacturer for analysis.